Manufacturer narrative:
(B)(4). Physio-control recommended that the customer replace the device because it is not serviceable and beyond it's warranty. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer contacted physio-control and advised that they have retired the device from service and will be looking to replace it. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.